Event description:
It was reported an automated peritoneal dialysis patient passed away during an unknown process step with use of a homechoice device. The patient was connected to the device at the time of the event. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was reported an autopsy was not performed. Renal therapy services initiated a swap of the device. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The most recent therapy in the device logs was performed approximately 6 weeks prior to the reported event. No device failure or malfunction was identified that would have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.